Event description:
It was reported that the patient has atrial fibrillation (af) and intrinsic atrial events were coming in about 30 ms before intrinsic ventricular events, which was leading to the right ventricular lead oversensing far field r waves (ffrw). The lead was appropriately mode switching due to the af and v to a conduction and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.